Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump got wet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.